Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the atrial septal defect. It was reported that this was a mitraclip procedure performed to treat mitral regurgitation (mr) with a grade of 3. One clip was implanted, reducing mr to 1. Due to the patient¿s pre-existing tricuspid regurgitation, a closure device was implanted to treat the atrial septal defect. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial perforation as listed in the mitraclip ntr/xtr system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the cause for atrial perforation could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.